Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that during initial implant, the left ventricular (lv) lead dislodged before slitting. The lead was removed and replaced with another lv lead. No patient complications have been reported as a result of this event.